Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the part that pushes the motor is rotating and sometimes the motor stops. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
The customer reported that the part that pushes the to start the motor was rotating and sometimes stops the motor. This is report 1 of 1 for complaint #(B)(4).